Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out the tubing during manual prime and insulin pump received compromised force sensor system alarm and insulin pump was not dropped prior to compromised force sensor system alarm. The customer¿s blood glucose was 250 mg/dl at the time of incident and customer treated with the manual injection . It was also reported that the drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to loose and protruded drive support disk. We were unable to perform occlusion test due to prime error alarm. The device was received with missing display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, stained end cap sticker and stained address and serial number label.